Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that the bending was due to mechanical forces applied during the surgery. Further analysis of the lead revealed cuts in the insulation and deformations of the outer conductor coil which most likely occurred during the explantation procedure. With regard to the dislodgement mentioned in the complaint description, the analysis of the lead did not show any deviations. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged. This lead was explanted and replaced. No adverse patient effects were reported. This file will be updated should additional information be received. The event and explant dates provided do not make sense so they were left off of this report.